Manufacturer narrative:
At this time, the device and lead remain implanted. Should boston scientific receive additional information, this event will be further updated.

Event description:
Boston scientific received information that the patient with this device and right ventricular lead sought medical care due to a fever. Upon arrival, device interrogation exhibited undersensing, loss of capture and a downward trend in impedance measurements. The patient is not pacer dependent and thus, no asystole was evident. The attending electrophysiologist reviewed the patient's history and confirmed doubts about the indicators for implant. The patient was then diagnosed with a staphylococcus infection and referred to another facility for system extraction. It was reported the patient would then be monitored for indications of re-implant at a later date.